Event description:
When inserting IV, the person inserting IV needs to place a biocclussive dressing to stabilize the IV allowing health care professionals to visualize the insertion site and it helps to prevent infection. The nurse was unable to place the dressing included in the kit. When utilizing the medline IV start kit with chloraprep (ref#dynd74260) the nurses noticed the biocclusive dressing did not remove from backing correctly. After speaking with another nurse, they found this had happened several times. We found the lot# that matched and checked a few other kits to find the same issue was occurring.